Event description:
The following information was reported: the patient was turned for cleaning and when he was resumed to regular position the nurse noted that there was a loss of end tidal carbon dioxide and audible air coming from patient's mouth. The et tube had slipped through the et tube strap of the anchorfast endotracheal tube holder causing an extubation. The nurse reported that the strap was tight around the tube, it was just that the tube slipped through the strap. The extubation led to a code and the physician was called to re-intubate. The patient is stable with no change or harm to the patient.

Manufacturer narrative:
Without the sample or lot number, we are unable to evaluate the reported incident. However the adhesive on the et tube is a secondary method for securing the tube with the security clamp being the primary securement method. It is possible that excessive force on the device may have occurred when the patient was turned.